Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that 15 minutes into the case the vent stopped working. No patient injury reported.

Manufacturer narrative:
A drager service engineer was checking the device on-site and was neither able to duplicate the reported issue nor to find any error codes in the log that point to a technical malfunction. It could be revealed from the log file that the case in question was started in man/spont mode at 09:05 am on the date of event. Almost immediately after switchover to automatic ventilation at 09:17 am the device measured a leakage and started to alarm for apnea. In the following, the leakage rose to 1.9 l/min which resulted in a number of different alarms that were posted repeatedly; apnea, minute volume low, pressure limitation and other. The user performed a lot of mode switches and finally established a stable ventilation in man/spont from 09:45 am towards the end of the procedure. Drager finally concludes that - other than reported, the device did not stop ventilation. The ventilation episode was suffering from a large external leakage which was not removed. The effect of such leakage is more prominent in automatic ventilation modes; in man/spont the user intuitively adapts his behavior when pressing the breathing bag and is able to compensate the circuit leak. The device has detected the impairments in ventilation and posted the corresponding alarms. No injury has reportedly occurred. All types of alarms, potential root causes and remedies are listed in the IFU.

Event description:
Please refer to initial MFR. Report #9611500-2018-00030.